Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scraping of the forceps stopper cap issue could not be determined, however, the issue was likely the result of the metal part of the treatment tool or cleaning brush interfering with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush causing deformation in the channel due to user handling/mishandling. The event can be detected by following the instructions for use section below: bf type p180/q180/1t180/1tq180 operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
An olympus feild service representative reported to olympus, that during reprocessing of the customer evis exera ii bronchovideoscope, leaking in the channel and bt bulge, and some powdery fluid release was noticed. Upon inspection and testing of the returned device, the scope forceps channel port was found shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking from biopsy channel at distal end side, universal cord scratched, light guide over glass scratched, connecting tube scratched, control unit scratched, air/water leakage from the channel, due to wear of angle wire, bending angle in up direction did not meet the standard value, universal cord dented, distal end dented, due to damage, switch 4 did not work, control unit has corrosion due to water leakage, light guide lens scratched, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to damage on ch-tube, water tightness lost, grip scratched, due to damage, switch 1 did not work, and objective lens scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.